Event description:
I use the so clean 3 CPAP cleaner. I have not been able to purchase filters for this for over 6 months. The company says they discontinued manufacturing filter¿s for so clean 3 a year ago. I have not been able to use my machine for over 7 months now causing impact to my CPAP health. Additionally, I'm told that they knew so clean 3+ isn't available until (B)(6) 2026. They don't support their current machine soclean 3 so it's a paper weight now. My health is compromised because of this, which is why I am issuing this complaint on this product and company.